Event description:
Case description: investigation results: suspect product: novopen® 4 - batch evg2891-1. No sample has been returned for investigation. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Since last submission, the case has been updated with the following: investigation results were added. Manufacturer comment added. Manufacturer comment: on 22-feb-2017: as the novopen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: the product was not returned for examination. The batch documentation was reviewed no abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia]; pen piston is not working [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycaemia" and "pen piston is not working" both with an unspecified onset date and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for diabetes mellitus. (B)(6). Medical history includes diabetes mellitus (type: not reported), hypertension and neuropathy. Concomitant products include mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml, actrapid penfill (insulin human) solution for injection, 100 iu/ml (B)(6) 2017 to ongoing, insuman /(B)(4)/ (insulin human), amlodipine (amlodipine) , 10 mg ongoing, cal mag /(B)(4)/ (calcium citrate, magnesium citrate) ongoing, milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride) ongoing, depovit b12 (hydroxocobalamin) ongoing. It was reported that the pen was not working since 10 days (exact date: not reported) and the patient was suffering from high blood glucose level. At first, it was thought that the problem was in insulin so the patient's health care professional shifted patient from mixtard 30 penfils to another insulin type "insuman" but her blood glucose level was high so hcp added actrapid penfil as well but the blood glucose was high and then it was discovered that the problem was in the pen but not in insulin. Approx 8 or 9 days ago (from the date of report) blood glucose level was 450mg/dl and on (B)(6) 2017, it was 207 mg/dl. Medical intervention was applied at home with the help of nurse as treatment. The reporter complained that the pen piston was not moving and she discovered that after 10 days that the patient suffered from hyperglycemia. Action taken to novopen 4 was not reported. On (B)(6) 2017, the outcome for the event "hyperglycaemia" was reported as recovered. The outcome for the event "pen piston is not working" was not reported. Reporter comment: she said that it injects only when the penfill is full then stops injecting.